Manufacturer narrative:
Updated: h6, h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material clogging the air/water nozzle could not be identified and the root cause of the issue could not be determined, as there was no device deformation observed that could result in the retention of foreign material and no additional event and or device reprocessing information was reported or is available. The event can be detected by following the instructions for use sections which state: ¿·inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities¿. Olympus will continue to monitor field performance for this device.

Event description:
The user facility returned an evis lucera elite gastrointestinal videoscope to the service center for preventative maintenance. During a standard inspection and estimation of the returned device, foreign debris was found protruding from the air/water nozzle. The customer did not report any problems associated with the device and there was no patient user injury or harm reported to olympus. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
During the evaluation it was observed that the air and water nozzle was blocked with black and white plastic like foreign debris. This finding was due to insufficient cleaning of the scope or handling problem. Upon further inspection, it was observed that the objective lens was chipped. It was also observed that the distal end was worn. Lastly, it was observed that the control body color ring was worn. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.